Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus was out of alignment and the bezel shield assembly was replaced and the stylus was recalibrated to the touch screen. It was further noted that the programmer display dropped, the latch tabs on the power cord bay were broken, it failed its right antenna connected test due to the right antenna being loose, the system fan was noisy and there were broken plastic handle covers. All found defective parts were replaced and all other identified issues were resolved, the hard drive was reconfigured and the software was reloaded and updated. (B)(4).

Event description:
It was reported that the programmer's stylus touch pen was out of alignment. The correction software was attempted, however because the icon was too close to the edge of the screen the software screen was unable to be accessed. The programmer was returned for service. No patient complications have been reported as a result of this event.